Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan to report the one touch ping meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2011 the patient obtained the error 1 error message on the reported meter; she was unable to obtain a blood glucose reading. The patient noted she was away from home at the time of this occurrence, and did not have a backup meter available. The patient guessed at her insulin doses, and at one point took an increased dose of humalog insulin using the pump. Eight hours afterwards, the patient claimed she experienced the symptom of shaking. The patient did not seek any medical attention or treatment. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and took an increased dose of insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k#: k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a processor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.